Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient just got zapped in an (B)(6) store while walking through the security sensor the day of the call. The security screener guidelines were reviewed, and the patient was redirected to their healthcare provider. No further complications were reported.